Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) ac power cable not powering the mpu was not able to be confirmed. The mpu and power cord did not return for analysis, and no log files or other documentation were submitted for review. Attempts were made to obtain additional event information, but no response was received. The root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) section 6 caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) power cable was no longer supplying power to the mpu.